Event description:
The stapler fired appropriately with the first staple. When removed and attempting to reload, the jaw handle and stapler were stuck together and had to be pried apart. When attempting to load another reload, the stapler was difficult to close and open. The surgeon did not want to risk having the stapler malfunction given the severity of the case. A new stapler was opened.